Manufacturer narrative:
Philips service replaced the flexvision pc and upgraded the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to boot with 00:00 error on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.